Manufacturer narrative:
Additional information was received on 1/13/2020. Bilateral rupture was originally suspected, however, the right sided device was found not to be ruptured as originally suspected. This report relates to the left prosthesis. Also, baker grade iii capsular contracture was present. When the devices were explanted, bilateral prosthesis replacement with 400cc mentor memorygel breast implants was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female who underwent primary breast augmentation with 400cc mentor memorygel breast implants experienced left sided discomfort and bilateral rupture post procedure. The ruptures were confirmed by ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates the left prosthesis. See 1645337-2019-22219 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on 12/5/2019. The device was explanted on (B)(6) 2019. Explant date has been populated. Is other serious- uncheck. Is required intervention- check. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2019. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according with the information reported the patient experienced a rupture and developed breast pain. During visual analysis of the sample parallel lines of shell wear were found on the anterior aspect, suggesting in-vivo folding or creasing of the device. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/5/2020. Device evaluation summary: according to the information reported the patient experienced a rupture of the left breast implant and developed capsular contracture. During visual analysis of the sample was found a parallel lines of shell wear on the anterior aspect, suggesting in-vivo folding or creasing of the device. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. These kind of findings are consistent with a fold failure which is a known inherent risk associated with the use of gel -filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device -such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).